Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed, 4.0x36mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. After pre-dilatation of an unknown balloon catheter, a 4.00x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:promus element plus, mr, ous 4.00x38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result is within max crimped stent profile measurement. An examination of the bumper tip showed no signs of damage. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section identified a kink located 120.8 cm distal to the distal end of the strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed, 4.0x36mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. After pre-dilatation of an unknown balloon catheter, a 4.00x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.